Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. The threshold has been increasing over the past year. Subsequently, this rv lead was explanted. Upon extraction, it was noted that the slack in right atrial (ra) and rv leads were gone. Moreover, this lead was destroyed in extraction and was disposed thereafter. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. The threshold has been increasing over the past year. Subsequently, this rv lead was explanted. Upon extraction, it was noted that the slack in right atrial (ra) and rv leads were gone. Moreover, this lead was destroyed in extraction and was disposed thereafter. No additional adverse patient effects were reported.